Event description:
The stargate (tm) peni falloposcopy catheter was used during a falloposcopy procedure. After removing the catheter the physician noticed that the short cage wires had become dislodged from the stargate peni falloposcopy catheter. The device was easily withdrawn from the pt. The physician believed that the wire dislodgment may have occurred in the coaxess (tm) catheter and not in the pt's tube. This adverse event is marked other because it is unk as to whether or not this event resulted in any permanent impairment of body function or damage to body structure.